Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dentist called and said that his patient used the desensitizer at-home and after 4 days which included a weekend, patient reported swelling of her lips. She did not contact her dentist at first but went to urgent care and received and injection of dexamethasone. She then called the dentist after the swelling subsided. Advised that patient discontinues use of the desensitiser indefinitely. Left messages to the dentist office on (B)(6). Heard back from office on (B)(6), they let me know that the patient is much better. Swelling is gone. She stopped using the kor desensitizer and is using alternative methods for desensitizing.